Event description:
The customer stated an architect i2000sr generated discrepant cyclosporine results for three patient samples. The first sample ran 66 and 102 on the i2000sr, and 104 and 94.3 on an i1000sr in the same laboratory. The second sample was 60.8 on the i2000sr, and 39.5 on the i1000sr. The third sample was 53.3 on the i2000sr and 55.6 on the i1000sr. Also, quality controls were out of range low. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). The cause of the architect cyclosporine imprecision is due to an interaction between the architect cyclosporine assay and the resin used to produce certain architect reaction vessel (rv) lots. Assay precision can be impacted if rvs containing different resin are mixed in the architect hopper and used to test architect cyclosporine. All architect cyclosporine customers will be instructed to only run architect cyclosporine using rvs manufactured with resin from the same supplier. Rv lots beginning with lot 06083p100 and higher can be used together. Rv lots lower than 06083p100 can be used together.

Manufacturer narrative:
(B)(4).